Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
An email was received regarding a primary plum set, which generated a leak during patient use. It was reported that there was a leak when connected to 011-mc3312 lot number 14449140. There was no patient harm reported.

Manufacturer narrative:
Investigation summary: received one (1) used. List #140019291, primary plum set for inspection. As received, no damage or anomalies noted. The set was leak tested and leakage was observed on the secondary port of the cassette. The set was disassembled and a bent spike and torn seal were observed. The reported complaint of leakage can be confirmed. The probable cause of the bent spike is unknown. Investigation summary: received one (1) used. List #140019291, primary plum set for inspection. As received, no damage or anomalies noted. The set was leak tested and leakage was observed on the secondary port of the cassette. The set was disassembled and a bent spike and torn seal were observed. The reported complaint of leakage can be confirmed. The probable cause of the bent spike is unknown.